Manufacturer narrative:
Conclusion the complaint cannot be verified, the production data shows no deviations of the specifications. Result as the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed. As the product has not returned for evaluation, the complaint could not be investigated. Device was not returned.

Event description:
On (B)(6) 2013 pt reported the screen of the infusion device has a black spot on the display. Pt stated the screen is not damaged. Pt reported the black dot is covering part of the insulin amount being delivered. Pt stated he should be seeing a basal rate of 3.9 units/hour right now but all he can see is the 9. Pt reported the black spot is also affecting the time and date area. Had pt change to a new battery; the large black post is still there. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.